Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0ant3, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient said she thought the patient had a bladder infection because he was going to the bathroom every 30-45 minutes. The nurse advised them to call in to adjust stimulation. During the call, the caller increased stimulation to a level that was comfortable for the patient. It was later reported by the healthcare provider that it was unknown if a fifty percent or greater symptom reduction. It was unknown if related to the device. The office was notified by the patient¿s family that they were able to make adjustment with manufacturer representative that they spoke with on (B)(6) 2015. Reprogramming done between patient and manufacture representative on (B)(6) 2015. It was unknown if there was a loss of therapeutic effect. It was unknown how the patient was doing.